Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported unintended movement (clip open-locked). There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report clip opening while locked. It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. It was noted a large prolapse was present. An xtw clip was inserted and deployed on the mitral valve. However, immediately after deployment, the clip opened to roughly 40 degrees. It was noted the clip remained stable on the leaflets. An additional clip was deployed laterally, reducing mr to a grade of <1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.